Manufacturer narrative:
File was re-opened due to consumer follow-up to pride. Field service technician evaluated and serviced the device. No issues were found regarding the oxygen tubing. The device is working properly.

Event description:
Consumer is on oxygen and uses tubing with a concentrator. Tubing has allegedly gotten caught in different parts of device. Voluntary report # mw5026969 submitted by the consumer.

Event description:
Consumer is on oxygen and uses tubing with a concentrator. Tubing has allegedly gotten caught in different parts of device. Voluntary report # (B)(4) submitted by the consumer.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted. Voluntary report # (B)(4) submitted by the consumer. Device not available.